Manufacturer narrative:
The complaint investigation for false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and in house testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends were identified for the product. Device history record review did not identify any non-conformances or deviations with lot 15730ui00. Accuracy testing was completed using an inhouse retained kit of lot 15730ui00. All validity and acceptance criteria have been met demonstrating that the lot is performing acceptably. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Labeling review concluded that the issue was adequately addressed. Based on the investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 15730ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a patient. The following data was provided (reference range = </= 5.00 iu/l = negative, >/= 25.00 iu/l = positive). On (B)(6) 2021 sid (B)(6) = initial result = 29 iu/l (positive), repeat result = < 1 iu/l (negative) there was no impact to patient management reported.